Event description:
Patient had been on morphine pca but pain increased thru day. Pain service changed morphine to dilaudid for better pain control. When rn went to change pca syringe and tubing to dilaudid, upon opening the door of pca pump, liquid began leaking out onto floor and the outer sheath of pca syringe was full of liquid morphine. Unsure if patient was receiving any of the prescribed drug or how much was lost. Unable to visualize crack in glass syringe. Device impounded, bio med and pharmacy contacted and the pump and tubing were taken for further investigation. Pump used was alaris pca model 8120.